Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Battery is at elective replacement indicator (eri); the eri date is set based on the battery voltage trend; this device has been at eri so long the date it reached eri has rolled out of the stored battery trend data. (B)(4).

Event description:
It was reported that upon interrogation, the device displayed '???' In place of the timestamp for elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.